Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the user observed insulin leaking at the connector and an inability to see drops during fill, with the connector not seated flush to the device; after replacing the connector and performing a full change, insulin delivery was resumed and the user continued with an inset teflon 23-inch infusion set. Symptoms included transient hyperglycemia with a maximum blood glucose of 267 mg/dl for approximately 45 minutes without additional symptoms. Outcomes included no medical intervention, no alerts for prolonged severe hyperglycemia, no backup therapy, and no ketone testing. Investigation included remote troubleshooting and user education. Investigation of this case revealed a probable connection integrity issue at the tubing-to-device interface that resolved with replacement of the connector, with no further device malfunction observed. It was concluded that the event was related to a leaking or improperly seated connector leading to temporary under-delivery, which resolved after component replacement and reconnection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.